Event description:
Customer reported that the buttons on the insulin pump are not responding. Customer stated that she was changing her infusion set and the buttons stopped working. Customer stated she changed the battery and the received a weak battery alarm and is unable tyo clear it. Blood glucose 89 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. Insulin pump was unable to verify weak battery alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.